Event description:
It was reported that non-sustained lead noise episodes caused by occassional undersensing were observed. No further information available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.